Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Several attempts were made to try to reach the customer to perform troubleshooting and obtain more info regarding the event, but the customer could not be reached. Nothing further was reported.